Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative went to the site to test the system. The monitor was replaced and the issue was resolved. A full system checkout was performed after part replacement and all tests passed. The monitor was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, no fault could be found. The monitor was tested and was found to be stable with no intermittent issue.

Event description:
Information was received from a manufacturer representative regarding a navigation device outside of a procedure. It was reported that the monitor has going black when the site attempted to load exams. Rebooting the system resolved the issue. The site could not confirm if the computer was running when the issue occurred. There was no patient present when this issue was identified.